Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 20x5mm, eccentric, de novo target lesion was located in the non-calcified and non-tortuous right coronary artery (rca). A 3.5 6fr jl non-bsc guide catheter was advanced. Predilation was performed with a 5x20mm quantum¿ maverick¿ balloon catheter resulting to 70% residual stenosis. Subsequently, a 12x4.50 omega¿ stent was advanced to treat the lesion. However, the physician noted that the stent was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).